Manufacturer narrative:
The quattro catheter involved in the reported complaint was not returned to zoll for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Date of event is unknown.

Event description:
The quattro catheter (lot # unknown) was used to provide the ivtm treatment. Per the reporter, the saline bag was noted to be almost empty. There were no traces of fluid observed under the patient or the console. A catheter leak and the infusion of an unknown amount of saline fluid were suspected. The customer followed the IFU and did not replace the saline bag prior to the leak investigation. Per the reporter, the catheter was removed and arctic sun was used to continue the treatment. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint of "catheter leak" was not confirmed during functional testing of the returned quattro catheter (lot # 168557). No issues or discrepancies were found on the catheter. No leak or malfunction was observed during testing, and the catheter functioned as intended. A visual examination of the returned catheter was performed and found no physical damage to the catheter. Blood residues were observed on the balloons and the luered tubings. A functional pressure leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi, and no issues were observed. The balloons did not leak during inflation and deflation. In addition, the returned catheter was connected to a known good suk and ran on a peristaltic pump for 10 minutes at a high-speed rate. No leak was found, and the catheter functioned as intended. During further functional testing, the returned catheter was connected to a known good suk and ran on a console system in both warming and cooling modes for a total of 2 hours. The system ran in the max warming mode with a target temperature at 37°c for 60 minutes and in the max cooling mode with a target temperature at 35°c for 60 minutes. No leak was observed on the catheter. The balloons were properly warming during the warming mode and cooling during the cooling mode. The red pinwheel of the suk was spinning as normal. No problem was found, and the catheter functioned as intended. Additional information, lot#, b5, d4.

Event description:
The quattro catheter (lot # 168557) was used to provide the ivtm treatment. Per the reporter, the saline bag was noted to be almost empty. There were no traces of fluid observed under the patient or the console. A catheter leak and the infusion of an unknown amount of saline fluid were suspected. The customer followed the IFU and did not replace the saline bag prior to the leak investigation. Per the reporter, the catheter was removed and arctic sun was used to continue the treatment. No consequences or impact to the patient.